Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) reported that he was unable to duplicate the alleged malfunction. But the facility's clinical engineer did report seeing the iabp malfunction. So as a precaution the stm replaced the power supply. When the stm arrived the log files had already been cleared. The iabp passed all functional and safety tests per factory specifications, cleared for clinical use and returned to the customer.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) had an intermittent power problem when switching from ac power to battery and vice versa. No patient involvement. Event discovered during daily checks before use on patient. No adverse event reported.